Manufacturer narrative:
Siemens has completed an investigation of the event. The root cause was determined to be an operator error. The customer could not provide information regarding the circumstances or timing of the cover damage. Furthermore, the customer did not immediately replace the missing cover and continued to operate the system despite its absence. According to the definition as / instructions for use, print no. C2-029.620.16.03.02, page 33, chapter 2.1.2 ¿ general safety information ¿ general practice: damage or defects which occur to the system (patient table, gantry), to add-ons or accessories can result in an unsafe operation. Watch out for such damage and have these parts repaired or replaced immediately. A new cover has been installed by a siemens service engineer, and the system is operating accordingly. Based on the available investigation results which indicate neither a systematic nor design issue, this report is filed with an abundance of caution. The system works as specified and no further measures are deemed necessary.

Event description:
It was reported to siemens that an adverse event occurred while operating the somatom definition as CT system. On (B)(6) 2025, a patient of unknown sex and age sustained an injury to the arm due to a broken cover of the patient handling system (phs). According to the available information, during the table movement the bedsheet became entangled in the table, causing a superficial skin injury with minor bleeding, which stopped spontaneously. The wound was disinfected, and no further medical treatment was required.